Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that due to high impedance, decreased sensing, noise and high thresholds this lead was capped and replaced.